Event description:
**Update** (B)(4) 2013 - patient has been revised to address osteolysis. There is no new additional information that would affect the investigation.

Event description:
Litigation alleges, patient has suffered pain and injuries due to the asr implant, as well as excessive levels of cobalt and chromium in blood.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/31/2014- medical records were obtained. Medical records indicate patient was revised to address pseudotumor. Upon revision, dark fluid was noted. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 04/22/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.